Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that in use while walking the patient, the cs300 intra-aortic balloon pump (iabp) customer received the alarm, units battery only lasts thirty minutes after charge, plugged device back in and swapped out pump. Therapy never stopped , there was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated and replaced (d146-00-0039) battery, sealed lead acid,12v. The fse completed the pm with full calibration. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use.